Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, diaphragmatic stimulation was observed. However, due to the high difficulty of placing the right atrial (ra) lead in the patient's challenging anatomy and reaching an acceptable output, the physician opted to use the ra lead position. Post-operatively, consistent lowering of diaphragmatic stimulation thresholds were noted by the patient overnight and observed again the following day. The physician then made the decision to schedule an ra lead revision procedure. The ra lead remains active in the patient. No patient complications have been reported as a result of this event.